Manufacturer narrative:
After a review, the device code was corrected.

Event description:
Through the review of the medical article "pericarditis in a patient nine months after transcatheter aortic valve replacement: a case report and brief review of the literature", the following event was identified as pertaining to an edwards device: as reported, the sapien 3 transcatheter aortic valve replacement (tavr) implant procedure was successful, and a grade 1 paravalvular leak was observed. The patient had low hemoglobin levels and a hematoma at the femoral site. After the procedure, a CT scan was performed, and retroperitoneal hemorrhage from the left external iliac artery was observed, which required a covered stent and the patient was discharged.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. A procedural or post-procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post-procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that unknown patient and procedural factors not mentioned in the article may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Arora, gagandeep singh, james elkins, and harnoor singh. "Pericarditis in a patient nine months after transcatheter aortic valve replacement: a case report and brief review of literature." Archives of medical science-atherosclerotic diseases 9.1 (2024): 133-136.